Manufacturer narrative:
(B)(6).

Event description:
Customer reportedly received the following results on compact plus meter, within 10 minutes: 26 mg/dl and 200 mg/dl. No adverse event reported. Product has been discarded; no product will be returned.